Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasions were noted at 7.5-9.0cm and 18.0-18.5cm from the lead tip. Internal insulation abrasion under the svc shock coil was noted at 26.5-29.0cm from the lead tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 10.5-13.0cm from the lead tip. The inner coil was exposed and the etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that patient received inappropriate hv therapies due to oversensing. The lead was explanted and replaced. Patient was in stable condition after the procedure.